Event description:
Procedure performed: retroperitoneal lymph node dissection. Procedure performed: bolster lever was detached. Report from the sales rep: the bolster lever was detached when inserted into the body cavity. The case was completed with the new one. Initial investigation report. The event unit was returned to us and visually inspected. The bolster lever was detached from the bolster assembly and the bolster base was found to be scratched. The unit will be returned to amr for further evaluation. Type of intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: retroperitoneal lymph node dissection. Event description: bolster lever was detached. Report from the sales rep: the bolster lever was detached when inserted into the body cavity. The case was completed with the new one. Initial investigation report: the event unit was returned to us and visually inspected. The bolster lever was detached from the bolster assembly and the bolster base was found to be scratched. The unit will be returned to amr for further evaluation. Type of intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a detached bolster lever. Upon closer inspection, the distal glue line had separated from the cannula and fragmented. Based on the condition of the returned unit, it is likely that the bolster lever detached from the clamp due to improper lever installment during manufacturing. It is also likely that the distal glue separation was caused by a weak distal glue bond. However, the exact root cause of the glue line fragmentation is unknown. Based upon the initial description of the event, the event of bolster lever detachment is not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical has determined that this event is reportable due to the glue line fragmentation.